Event description:
Caller reported an error with the cgm, specifically error 42, while using the g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset, which the caller followed, successfully resolving the issue without further errors.